Event description:
It was reported that the lead integrity alert triggered due to the right ventricular lead showing oversensing and noise due to electromagnetic interference (emi) while the patient was in the hospital. Reprogramming was completed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.